Event description:
User facility states that appicator was used during a case. When the clip was inserted in the applicator, and the handle squeezed, the metal spring did not completely lock over the jaws, leaving a 1m gap between the end of the jaws, and the metal spring. The procedure was complaeted using bipolar cautery. There were no pt injuries.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.